Event description:
Pt implanted with ncp system. Six week checkup did not reveal any problems. Approximately one month after six week checkup, it was noted that the device had eroded through the skin. The generator was explanted.